Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha primary surgery was performed on (B)(6) 2003. Dislocation was confirmed and revision surgery was performed on (B)(6) 2024. (Event#1). This pi is for event#1. Event#2 (intra-op instrument damage) is reported in another pi.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: product history review could not be performed due to insufficient information. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Tha primary surgery was performed on (B)(6) 2003. Dislocation was confirmed and revision surgery was performed on (B)(6) 2024. (Event#1). This pi is for event#1. Event#2 (intra-op instrument damage) is reported in another pi.